Event description:
It was reported that patient's pacemaker was at elective replacement indicator (eri). Premature battery depletion was suspected. It was also noted that the atrial lead exhibited noise. The pacemaker was explanted and replaced. There were no patient consequences.